Manufacturer narrative:
The device related to the reported event of capsular contracture and serema late was received on january 04, 2017 with lot number 2579526. Visual analysis of the returned device identified: the weight the device within specification, creases fold and yellow particles of biological tissue. A microscopic analysis was performed which identify cloudy and voids the gel observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture baker grade unknown, and seroma-late are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event has been requested. No additional information is available at this time. Review of DHR for work order 2579526 did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from sap was verified and 1 device was scrapped during the assembly process (pi) which is not related to the reported event. However this DHR assembly report from sap was verified and product was released in conformance with the required specifications. DHR for work order 2579526 indicates that there was a reprocess in the primary packaging operation, however this was completed on a different serial number and this has no relation neither can cause the reported event. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order 2579526 were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: hematoma/seroma. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma.

Event description:
Healthcare professional reported ¿pain, hardening of the breast, pain during mobilization,breast shape and size distortion¿, during surgery thickened capsule with severe contracture, baker grade unknown, and approximately 100cc of liquid were observed.